Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a pt of unk age and gender presented for an microwave procedure of the liver. During the procedure when the treating physician applied axial force to position the probe, the applicator tip partially detached from the probe shaft. The treating physician withdrew the probe and set it aside. The procedure was successfully completed with a new of the same device. No piece of the reported defective applicator remained inside of the pt. It was reported the pt suffered no harm or injury due to this event. It was reported the disposable device is available for return to the MFR for evaluation.